Event description:
The lay user/pt contacted lifescan (lfs) on july 7, 2008 alleging a battery indicator on her ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt mentioned that she has been unable to test her blood glucose since 9:00 am on two days before, due to the alleged issue. The pt takes novomix r 30 penfill, she takes a set amount of 38 units at 9:00 am and takes a set amount of 30 units in the evening at 6:00 pm before dinner. The pt continued to take her set amount of diabetes medication. On the day prior to original date, the pt took her set amount of insulin (30 units of novomix r 30 penfill) and ate her usual breakfast. Between 12-1:00 pm, prior to lunch, the pt reportedly felt shaky, giddy and had low blood glucose symptoms. She attempted to test her blood glucose and obtained the battery indicator. She drank some lucozade and ate some chocolate. The patient's care-taker made her some lunch and the pt felt better shortly after eating lunch. The pt did not seek any further medical treatment or contact her physician for assistance. The pt was not tested on another device. The last readings the pt obtained on the meter was on three days prior to original date. The morning result was 7.3 mmol/l and at 9:00 pm she obtained an 8.1 mmol/l. A quality control test was not done since the pt did not have any control; solution. The pt has had this meter for approximately 2-3 years and has not replaced the battery per the owner's booklet. Customer care advocate (cca) sent the pt a battery and a back up meter. The pt refused to further answer any more additional questions. No further clinical info was provided, it would have been helpful to know whether or not the pt would have withheld her insulin or taken a less amount of insulin had she had known her readings were lower and how often she tests her blood glucose. The complaint is being reported, since the pt was reportedly unable to test due to the alleged issue, took her set amount of insulin and later claimed, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.